Event description:
Reportedly, a 2nd degree burn occurred on a patient while in rfa 2006 by seven days later, the burn had responded well to wound care. Cta attended while on rfa and at that event, no damage or misuse occurred when the medical staff attached an electrode pads on the patient's body. Rfa started with 60w and cauterized for 12 mins with 20w/min without break. At the end of rfa, the heat temperature reaches to 77c. In addition, the doctor continued to cauterize for another 6 mins without break and ends with 79c. There was no additional patient injury reported. Procedure: radiofrequency ablation.